Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, when the physician tented and went across the septum, heparin was administrated. After heparin administration the physician noted something flinging around and moving independently of the was sheath. The physician aspirated the clot into the was sheath and pulled the was sheath out to flush everything. Upon flushing the clot was retrieved at the end of the was sheath and the physician waited to proceed further until the activated clotting time (act) had been completed, which was 385 seconds. The physician went back up with the was sheath and the dilator to get contrast set up and completed the procedure with no further issues. The patient was implanted with a 27mm closure device. The patient was discharged the next day and is fully recovered.